Event description:
Product analysis of the generator found that the device was at faulted settings. Attempts are underway for additional information; however, no other information has been provided.

Event description:
Attempts to obtain additional relevant information have been unsuccessful to date.